Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that prior to the implant procedure, the right ventricular lead coil was noted to be stretched. Lead was not used and was replaced. No patient was involved in the event.